Event description:
It was reported that on (B)(6) 2022, a 32mm amplatzer septal occluder was chosen for an implant using a non-abbott delivery system. During the procedure, the device did not take the desired shape. Device was removed from the patient prior from release from the delivery cable. There were no interactions with cardiac structures during deployment and no angulation or kink noticed in the delivery system. Ultimately, no device was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Per the instructions for use, the recommended size delivery system for use with a 30mm septal occluder is an 12f. A 14f sheath was used to deliver the device, which could have contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device.